Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "in process of changing flow sensor - new flow sensor in place - disconnect patient message will not clear. Replaced humidifier chamber, turned vent on and off no resolution. Could not duplicate complaint. Ran test mode no issues, during function check peep of 4 not holding constant." No patient involvement reported.